Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 350 mg/dl and the patient¿s bg meter was reading 700 mg/dl. The patient was wearing a betabionics ilet insulin pump. The patient self-treated with 10 units of insulin. It was also noted that the patient did this ¿several times¿ and can not recall exactly how many times he dosed himself in order to treat his hyperglycemia. The patient¿s bg level decreased from 700 mg/dl to 30 mg/dl in one hour. Due to this drastic drop, the patient stated he was in extreme pain and that his bones felt like they were ¿shredding¿. Eventually, the patient lost consciousness. Emergency medical services was called and the patient was transported to the emergency room (ER). That ER then airlifted the patient to a hospital in la for further treatment. The patient regained consciousness after 2 days. The patient can not recall the medication and treatment provided to him since he was unconscious. The patient was discharged on (B)(6) 2024. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.